Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v084417, implanted: 2008-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had both knees replaced in (B)(6) 2013, and ¿right after¿ the surgery, ¿nothing was working.¿ it was noted that the patient currently had control during the day, but not at night. This was indicated to have started with the surgery. An appointment with the healthcare provider was scheduled for (B)(6). Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2013-14503. Manufacturer's device registry system shows that the patient has two active systems and it was unclear if the complaint applied to one or both of the systems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further stated the patient was unable to adjust stimulation. The "stimulation off" icon was observed. Stimulation was turned on, but the patient could not feel stimulation. The patient felt stimulation " a little" when increased. Later, as of the date of this report, the stimulation was "too high" and the patient needed assistance turning it down. When synching with the device, a poor communication screen was seen and the reporter indicated that stimulation was off, although the "stim off" button was not pressed. None of the program boxes where checked. The poor communication screen was seen often. The programmer showed the device was on program 1 at 2.7v.